Event description:
On 1/16/97, the account received an erratic result for the phenytoin assay, while operating the analyzer. An initial result of 1.8 mg/l was reported and questioned by the physician. The pt was redrawn the same day and results of 19.1/20.2 mg/l were given by the device. The customer did not repeat the original sample and claims the sample is no longer available for investigation. The pt did not receive treatment based on the initial reported result. No report of injury.

Manufacturer narrative:
Investigation summary: the event represented is not addressed in the device labeling. A malfunctiion did occur. This reportable MDR event was investigated as part of the axsym system by abbott into the causative reason for malfunctions. Results of the investigation yielded a number of system enhancements implemented on customer units. Improvements included axsym system software version 3.0 with enhanced fittings which reduced bubbles forming in tubing lines, modifications to the liquid level sense board to decrease sensitivity of the instrument to electrostatic discharge, and packaging modifications for added protection to probes. In addition, abbott emphasized to our customers that correct operating procedures must be followed to ensure optimal performanc of the axsym system. Areas that were emphazised included probe crash recovery procedure, recommended tubesize and types, opeining reagent bottle 4, proper loading/unloading of reagent packs, and ensuring proper sample ans reagent handling. This is the final report.